Event description:
The reporter contacted animas on (B)(6) 2012 alleging the patient's pump was making a strange "zapping" noise and the patient complained of pain at the infusion site unrelated to insulin delivery. The patient's physician was reportedly contacted by the reporter and the physician was reported to be putting the patient on a backup plan and stated he wanted the pump to be replaced. During a follow up phone call, animas customer support attempted to troubleshoot the pump with the patient's grandmother who confirmed there was no visible damage or corrosion to the pump. The patient's grandmother refused to further troubleshoot the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the patient's physician required the pump be replaced due to an unfamiliar noise coming from the pump.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2013 follow-up # 1 - the pump was returned to animas and evaluated by product analysis on (B)(4) 2012: no defect was found. Testing was unable to duplicate the complaint during the investigation process. No zapping sounds or unusual noises were heard coming from the pump during the investigation. Performed a rewind, load and prime sequence with no alarms or unusual noises. Pump powers on with vibratory and audible sounds. The display screen had normal contrast. All keys are responsive to user input. No activity related to the pi recorded in black box or alarm history.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.